Event description:
Event description guidant received information that following implant of the implantable cardioverter defibrillator (ICD), a shorted lead indicator was noted after induction. The following day r-waves were small and could not capture. The ICD and model 0074 and 0015 leads were capped. It was further reported that the model 0185 lead coils were damaged during the implant procedure.